Event description:
It was reported the pt is on capd with a backup catheter for hemodialysis as necessary. "Pt awoke and found the catheter in 2 pieces on the floor. Pt did not bleed much. Had some dried blood on night gown. Dressing was still intact. Pt wound cleaned and redressed. No appearance of infection or irritation. Pt will continued on capd."

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a supplemental report will be submitted.